Manufacturer narrative:
Strap.

Event description:
It was reported by service report that the plastic loop that secures o2 broke. It is unk if there was pt involvement or if there are adverse consequences to report.